Event description:
It was reported that the patient developed an infection. The system was explanted on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).